Manufacturer narrative:
D10 concomitant product: max-I-I, max-I-I max inf o2 sensor i20 3-20 kg, (lot#: 220170148h) h3 evaluation summary: the customer¿s reported issue could not be confirmed. Although the device was returned for investigation, it was lost during transit to the testing facility. If the product is found or returned for investigation, the file will be re-opened and an additional report sent with the updated investigation results. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the sensor had low spo2 reading that could be seen on different monitors. The first sensor was placed at the patient's foot and the baseline values were between 7-20% (depends on the level of saturation). Spo2 was under alarm limit and was in silent mode. Due to the incorrect readings (a high downward deviation), an unnecessary arterial blood gas (abg) was performed. The second sensor was used for investigation but the issue also occurred. It was checked with two different saturation simulators which resulted that as lower the saturation was set, a higher was the deviation downwards. Third sensor was used and it worked effectively.